Event description:
It was reported that during a carotid stenting procedure, foreign matter was found on the catheter shaft. The 60% stenosed lesion was located in the non-calcified and non-tortuous mid right carotid artery. The lesion was eccentric in shape, progressive and 40mm in length. The vessel diameter was 9mm. Vascular access was obtained through the right femoral artery. The physician deployed the carotid wallstent monorail 10.0 x 37mm stent delivery system and then noted an unknown, clear, round 3mm piece of foreign matter on the shaft of the monorail. The stent was explanted. It is unknown if any of the foreign matter dislodged inside the patient. The procedure was successfully completed with an unspecified 9.0 x 40mm stent delivery system. The stent was implanted in the internal carotid artery. The stent was post-dilated with an unspecified 6.0 x 20mm balloon. No patient complications were noted and patient's status was reported as "stable".